Event description:
Same case as 2134265-2013-07027 (B)(4) study it was reported that stent damage occurred. In (B)(6) 2013 the subject presented due to stable angina (ccs classification: 4) and the subject was referred for cardiac catheterization. Target lesion #1 was a long lesion located in the proximal lad; mid lad with 75% stenosis with a length of 34 mm and a reference vessel diameter of 3.50 mm. Target lesion #1 was treated with pre-dilatation, placement of a 3.00 x 38 mm study stent. Following post-dilatation with 14% residual stenosis. Target lesion #2 was located in the 1st diagonal with 90% stenosis with a length of 19 mm and a reference vessel diameter of 2.50 mm. Target lesion #2 was treated with pre-dilatation, placement of a 2.50 x 20 mm study stent. Following post-dilatation with 9% residual stenosis. Post procedure corelab angiography results noted presence of stent deformation. Baseline corelab angiography comments note "stent deformation due to bifurcation stenting technique (culotte). Not due to longitudinal deformation" in prox lad and 1st diag. The subject was discharged the following day on dual antiplatelet medications.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).